Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high microalbumin (ma) results generated by the unicel dxc 800 synchron clinical systems for multiple patients. Forty five high ma results were generated and reported out of the lab. The specimens were re-tested and amended reports were issued. An example of initial and repeated ma results was provided. Unknown if treatment was initiated or withheld based upon the false high results.

Manufacturer narrative:
A review of the customer's qc charts shows general imprecision starting before the event. A field service engineer (fse) was dispatched: the fse replaced the cartridge chemistries sample probe and tube for the wash concentrate assembly. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.